Event description:
The nurse noticed about 30-40 cc of the medication on the floor due to the blue hub on cassette cracked/broken. IV tubing was changed and restarted.device #1is this a laboratory device or laboratory test?no.